Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse evaluated the iabp unit and replaced the probe and reel. The fse then performed a pre-use check. All tests passed. Full calibration, functional testing and safety checks were completed to factory specifications. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the doppler probe and reel of the cardiosave intra-aortic balloon pump (iabp) were found to be damaged. There was no patient involvement, and no adverse event was reported.